Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the delivery system was not available for return. Physician reported they are unsure what caused the hemoptysis and the cta scan was unremarkable. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that during implant procedure, after the cardiomems was deployed into the patient, the patient started coughing up blood and vomited. Patient remained hemodynamically stable and a computed tomography angiography (cta) scan was ordered following the procedure. Patient was admitted to the hospital and the following morning was scheduled for discharge. Physician is unsure what caused the hemoptysis. Cta scan was unremarkable.